Manufacturer narrative:
(B)(4)

Event description:
Reference MDR# 1219856-2015-00216 for the first event involving the same patient. It was reported that the second iab-04840-u was prepped and inserted via the same insertion site as the first iab (right femoral artery). Within the first few seconds of intra-aortic balloon pump (iabp) therapy , blood was seen coming back into the helium line. At this time , the md removed the iab and the sheath. A third iab was retrieved and the md asked for another pump console to be brought in for use. The third iab was prepped and inserted without complications and the iabp therapy ran fine, per the md. There was a reported 7 minute delay / interruption in iabp therapy. There was no reported patient death, injury or complications. The patient outcome is listed as good. It was noted that the iabp used was iap-0500 , s/n (B)(4).

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
Reference MDR# 1219856-2015-00216 for the first event involving the same patient. It was reported that the second iab-04840-u was prepped and inserted via the same insertion site as the first iab (right femoral artery). Within the first few seconds of intra-aortic balloon pump (iabp) therapy , blood was seen coming back into the helium line. At this time , the md removed the iab and the sheath. A third iab was retrieved and the md asked for another pump console to be brought in for use. The third iab was prepped and inserted without complications and the iabp therapy ran fine, per the md. There was a reported 7 minute delay / interruption in iabp therapy. There was no reported patient death, injury or complications. The patient outcome is listed as good. It was noted that the iabp used was iap-0500 , s/n (B)(4).